Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2014, a 3.50 x 38 mm xience xpedition stent was implanted in the narrow, 90% stenosed, proximal to mid, left anterior descending (lad) coronary artery. The patient was discharged on (B)(6) 2014. In (B)(6) 2017, the patient presented with premature heartbeat [palpitations] and was re-hospitalized. No angiography or computed tomography (CT) scan was performed. The patient received transfusion treatment and was discharged. Per the physician, the relationship between the event and the device is not known and the symptoms occasionally occur. No additional information provided.

Event description:
The following additional information was received: in (B)(6) 2018, the patient reported persistent symptoms of chest tightness and medication was prescribed. Further investigations were not performed and the relationship between the event and the 3.50 x 38 mm xience xpedition stent was unknown. No additional information was provided.

Manufacturer narrative:
Patient codes: 1710 labeled. Internal file number - (B)(4). Correction: MFR site registration #. The reported patient effect of angina is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of atrial and ventricular arrhythmias is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Additional information received states that the patient received a fluid transfusion while hospitalized in (B)(6) 2017. No additional information was provided.